Manufacturer narrative:
Patient's date of birth is (B)(6) 1938 instead of (B)(6) 1938. Age was updated.

Event description:
It was reported that a patient presented remotely via merlin. Net, the right ventricle (rv) lead exhibited noise over sensing caused pacing inhibition. The rv lead was explanted and replaced with a new lead. The patient was stable throughout.